Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level in the morning of 313 (mg/dl). The customer stated the cause of the elevated bg level was unknown. A manual injection was delivered to address bg level. In addition, the customer reported the fill estimate was inaccurate after loading the pump with 160 units. Customer reported blood glucose level had lowered to 134 (mg/dl) at the time of the call. The customer reloaded the cartridge and received an accurate fill estimate.